Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. Product was not returned for investigation. The data log shows a gradual rise in purge pressure over three hours. As per the clinical details, high purge pressure alarms persisted despite attempts to reduce and return pressure levels, with no observed kink in the purge line or change in the purge cassette. The cause of the high purge pressure issue was most likely biomaterial, based on data log review. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 76-year-old female with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported that the impella cp experienced persistent high purge pressure during patient support. The issue remained until the patient eventually succumbed to their existing condition and passed away. There is currently no allegation of device association between the pump and patient's passing.